Event description:
(B)(4). It was reported that a new replacement dc/dc & standard connector printed circuit board was defective. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
According to received information from the distributor, a new replacement dc/dc & standard connector printed-circuit board (pcb) was found defective. No other information, in regards to how it failed, was provided. The goods were not returned for our investigation despite several requests having been made. Therefore, no investigation has been possible. The cause for the reported failure has not been determined from this investigation due to the lack of information and goods provided.

Event description:
(B)(4).